Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including an unsure properly inserted cannula, could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient had the emergency medical services (ems) transported them to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. When the lg checked the pod, the pod cannula was found inserted sideways and was leaking. The patient was treated with insulin and electrolytes. The patient was discharged 7 hours later.